Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was a case of an attempted implanted due to placement difficulties caused by the tiny vessels and patient anatomy. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant due to placement difficulties caused by the tiny vessels and patient anatomy. This brady lead was replaced and never in service. No adverse patient effects were reported. This lead was returned.